Event description:
The intended procedure was diagnostic. And there were no reported delays.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: b5: (added the therapy date). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reportable malfunction was not confirmed. Based on the results of the investigation. And since the device malfunction was not confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center panel indicators were off. The issue occurred during preparation for use. The gastroscope procedure was completed with another device. There were no reports of patient harm.